Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the carb ratio was incorrectly entered in the pump. Tandem technical support assisted in correcting setting and advised customer to consult with their healthcare provider regarding settings adjustments. Customer's blood glucose level was between 110-120 mg/dl.